Event description:
Reporter indicated the vns was not working in a patient. Further follow up revealed the patient had high lead impedance and that vns revision surgery was planned. The vns was initially disabled when the high lead impedance was first noted, but was turned back on when the patient's seizures began increasing. The reporter was aware of the MFR's recommendation to disable to vns when high lead impedance is noted. The pre-vns seizure level is unk. No trauma or device manipulation was admitted. X-rays reviewed by the reporter did not identify any lead discontinuities. The patient later underwent vns lead and generator revision surgery. The generator was replaced prophylactically. The explanted lead and generator have been returned and are currently in product analysis .

Manufacturer narrative:
Device malfunction is suspected.